Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP, dom - recrt device that the patient alleges visualization of particles . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP, dom - recrt device that the patient alleges visualization of particles . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In box b: describe event or problem will be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, damaged buttoms on upper enclosure, scratches on upper enclosure were found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product brand name, model number (rfb), model number, catalog item identifier (rfb), catalog item identifier, product UDI (rfb), product UDI, operator of device (rfb), operator of the device, operator of device - other are updated in this follow-up. In box e: reporting institution name, reporting address line 1, reporting address city, reporting address state, reporting address postal, reporter country are updated in this follow-up. In box g: report source (rfb), report source, report source - other, date received by mfg are updated in this follow-up. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number are updated in this follow-up.